Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. They reseated a loose cable found between the control board and the vent engine board, and the unit was returned to service.

Event description:
The hospital reported the unit would not initiate mechanical ventilation when requested during pre-use checkout. There is no report of patient involvement.